Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the surge suppressor pcb. The system was tested and found to be working as intended. System placed back into service.

Event description:
It was reported that the 9800 system lost power during a case, and would not power back on. Another system brought into case. No patient injury reported.